Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during a trochanteric fixation nail ¿ advanced (tfna) procedure, the reamer head broke during reaming. It was unknown if the reamer head collided with the guide wire or the nail. Procedure and patient outcome were unknown. Concomitant devices reported: guide wire (part number unknown, lot unknown, quantity 1), nail (part unknown, lot unknown, quantity 1). This report involves one (1) 6mm/9mm cannulated stepped drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the stepped reamer was received together with a guide wire. The reamer was found broken at its tip with the broken fragment jammed on the guide wire.overall, the reamer is in a very used condition and the cutting edges are rounded and worn. With has shown that the forefront heavy wear marks are visible. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: feature: inner bore diameter drawing: relevant darwing reviewed (according sphinx tools inspection sheet) dimension measured: pass document/ specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Furthermore, the review has shown that with raw material the correct material was used. The hardness value was confirmed to meet the specification with no non-conformance noted. The measurements of the hardness after the hardening procedure were within the specification. Summary: our investigation has shown that the complaint condition for the received stepped reamer is confirmed. The for the complaint relevant dimensions were checked as far as possible and found to be within specifications. This and the findings above let us exclude a manufacturing related issue. It is likely that a device encountered unintended lateral forces which finally lead to the breakage. The wear and dulling condition of the device, could have had a negative effect on axial thrust force, requiring the application of a higher thrust force. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number: 03.037.022, lot number: f-25958, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 18. Apr. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.